Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient (italy) experienced ineffective therapy due to invalid impedances. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have their lead replaced. Patient now has effective therapy. The manufacturer requested device information and implant date, but no information has been provided.